Manufacturer narrative:
Evaluation summary: the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported that the patient experienced shortness of breath. It showed out that the battery voltage changed within one month from 2.96v to eri. It was suspected that rrt pacing resulted to exacerbation of heart failure symptoms. It was reported that that patient experienced shortness of breath. It was noted the device had reached battery depletion early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that patient experienced shortness of breath. It was noted the device had reached battery depletion early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.